Manufacturer narrative:
(B)(4). A device history record review could not be performed since the lot number provided is not a valid number. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: while applying a clip for cholecystectomy, needed to remove a clip to apply another one, but under the clip removed a green residue appeared on the patient's tissues. The green residue was removed and placed in a sterile pot and photo of the residue was taken. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned opened in its packaging. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 4 clips remaining in the cartridge. The cartridge was returned with a tube that had 2 pieces of green residue in a sterile liquid. The cartridge was microscopically examined and it was found that the cartridge has two scrape marks. These marks could be the source of the green residue that was returned. The damage found to the cartridge is consistent with improper loading of the clips. The applier was not returned. Reference file (B)(4) for investigation photos. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "green residue appeared" was confirmed based upon the sample received. The cartridge was received with multiple scrapes. Two pieces of green residue were returned in a tube with sterile liquid. The damage found to the cartridge is consistent with damage that can be caused when an applier is not properly inserted into the slots to retrieve a clip. The applier was not returned. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that: while applying a clip for cholecystectomy, needed to remove a clip to apply another one, but under the clip removed a green residue appeared on the patient's tissues. The green residue was removed and placed in a sterile pot and photo of the residue was taken. The patient's condition was reported as fine.